Event description:
It was reported that review of remote home interrogation data showed that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise, and oversensing related to low signal amplitude measurements. Inappropriate shocks were delivered in three separate episodes. Technical services (ts) discussed potential causes and troubleshooting options. The patient was seen for in clinic follow up. The sensing vector was reprogrammed from primary to secondary and monitoring will be continued. No adverse patient effects were reported. This device remains in service.